Manufacturer narrative:
Further review of information determined a report should not have been submitted. There was no patient involvement or any required intervention performed. The malfunction of stain had not resulted in any previous MDR. The information does not suggest that the device is likely to contribute to any injury and the event should not be reportable. Covidien/medtronic reference: (B)(4).

Manufacturer narrative:
(B)(4). The customer did not retain the lot number which determines the date of manufacture.

Event description:
Customer reports that prior to use on a patient, a stain was found where the size was written on the tracheostomy tube. There was no patient involvement or any required intervention performed.